Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding trial patients. It was reported that the hcp had participated in a research study that used the first week of trialing to test novel stimulation connected to the percutaneous extension. After that week, the subjects had their final vit and were exited from the study. Those patients then had the dressing removed, the system disconnected from the extension and the external neurostimulator cable attached for normal trialing. The hcp stated they had four patients with infections, which was an increase over their normal infection rate. Three of these were research subjects and the fourth was a standard commercial trialing. They were no positive but thought that the tegaderm change from the research system to the ens (i.e. Multiple occlusive bandages) may have played a part. They resolved these infections through revisions. No further patient complications were reported as a result of this event.